Event description:
Leaking at catheter lumen.

Manufacturer narrative:
Received one 12.5f x28cm hemo-cath for evaluation. A visual inspection of the catheter revealed the catheter is fully intact. A function evaluation revealed that both the arterial and venous extensions have pin hole that leak when catheter is flushed. The device was forwarded to the manufacturing facility for evaluation. Review of the device history records for this product showed it was manufactured according to all internal sops. There was no failure with the over molding process or with the 100% leak testing done on this product. There have been no variances or non-conformances associated with this lot. Based on the investigation performed and the inspection of the sample provided it was concluded that the reported failure mode is not associated with the manufacturing process. We are unable to determine the cause or factors that may have contributed to this event.

Manufacturer narrative:
An investigation has been initiated. Add'l info about the incident and the return of the device sample have been requested. To date no info has been provided. When the investigation is complete, a supplemental report will be submitted.